Manufacturer narrative:
Additional information: b2, b5, g3, h6.

Event description:
Additional information received on 3/8/24 indicated the patient expired.

Event description:
During a mitraclip procedure, the muscular part of the ia septum was perforated during transseptal puncture causing a pericardial effusion. The physician decided to abort the mitraclip procedure and perform surgical mitral valve replacement. The patient is remains stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported cardiac perforation and subsequent death remains unknown.